Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) in the suite floor was working, but one of the central nurse's stations (1 out of 10) in the war room that was monitoring 6 beds was not working. They cannot admit patients because it was greyed out. The telemetry tech said six beds in picu were converted to covid ICU. They only see numerics for patient vitals but no waveforms for 3 patient beds. They also cannot see the patient's names. The six beds 641-646 all are greyed out. Nihon kohden technical support (tech support) had the customer go to monitored bed settings and stop and start monitoring on 646 (no patient there). After she did that it was no longer greyed out, and she could admit patients. The waveforms are showing for the 3 patients being monitored. All patient vitals are showing. She entered the patient's ID mrn, and the patient data populated. Tech support had them stop monitoring and start monitoring on monitored beds where no patients are being monitored. This resolved the issue. No patient harm was reported.

Manufacturer narrative:
Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's stations (cnss) located in the war room and in a covid ICU (converted picu) were not working properly. They were unable to admit patients, as the selection to perform the admit function was greyed out on one cns and they were only able view numerical data for 3 bedside monitors (bsms) on the other cns. Patient's names were also not seen, as the bsms were greyed out. No patient harm or injury was reported. Investigation summary: nihon kohden technical support (nk ts) had the customer go to the monitored bed settings and stop and start monitoring on bed 646 (as there was no patient at that location). After this was completed, the selection was no longer greyed out, and the customer was able to admit the patient. The waveforms were also confirmed to be showing for the (3) three patients being monitored, and all patient vitals were showing. The customer entered the patient's mrn, and the patient data populated. Nk ts was able to have the customer stop and start monitoring all monitored beds (where no patients are being monitored), which resolved the issue. The customer was provided guidance and education to perform this action if the issue should recur. A definite root cause could not be determined. However, it is possible a user related setup error, (such as an ungraceful exit or shutdown), occurred leading to the reported issue. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the central nurse's stations (cnss) located in the war room and in a covid ICU (converted picu) were not working properly. They were unable to admit patients, as the selection to perform the admit function was greyed out on one cns and they were only able view numerical data for 3 bedside monitors (bsms) on the other cns. Patient's names were also not seen, as the bsms were greyed out. No patient harm or injury was reported.